Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose. Customer's blood glucose level was 46 mg/dl. Customer advised the device would not alert them when they went low. Customer advised the device sometimes would not alert them when they have high blood glucose as well. Customer advised they were unaware of what their sensor glucose was when these incidents occurred.